Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a perforation, pericardial effusion, and hemothorax due to the right ventricular lead. The lead threshold had gradually increased during the month after the implant procedure, and then high threshold and undersensing were noted during a follow-up check. A computerized axial tomography (CT scan) revealed the lead had perforated the right ventricle and the left. A sternotomy was done and fluid removed. The lead was explanted and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.